Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a teurmo bct service technician inspected the device at the customer site and determined it would not stay in place. The technician adjusted the screw on the inside of the side panel that touches the IV pole lever and confirmed that the IV pole was repaired and stayed in place. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no further issues related to the reported condition identified. Correction: a field service engineer adjusted the IV pole screw. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. The IV pole clamp was installed at the time of this event. No adverse event occurred, and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. The IV pole clamp was installed at the time of this event. No adverse event occurred, and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole.

Manufacturer narrative:
Investigation: a teurmo bct service technician inspected the device at the customer site and determined it would not stay in place. The technician adjusted the screw on the inside of the side panel that touches the IV pole lever and confirmed that the IV pole was repaired and stayed in place. Investigation is in process; a follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. The IV pole clamp was installed at the time of this event. No adverse event occurred, and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a terumo bct service technician inspected the device at the customer site and determined it would not stay in place. The technician adjusted the screw on the inside of the side panel that touches the IV pole lever and confirmed that the IV pole was repaired and stayed in place. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no further issues related to the reported condition identified. Correction: a field service engineer adjusted the IV pole screw. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be loose IV pole set screw.